Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact on the customers blood glucose level. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. The customer supplies as necessary, after which insulin therapy was resumed; no additional outcome details were reported.